Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose (bg) level ranged from 66 mg/dl to 103 mg/dl; however, the cause was due to not having a snack before going to bed. Customer stated the low bg level was not related to malfunction. Customer addressed the bg level by taking sugar tabs. Reportedly, the customer will continue to use the pump for insulin therapy.